Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported: during a procedure found scope is cloudy. Fiber optics is off. It had cleared up a little but overtime issue became worse. Used another scope to complete procedure. No negative impact in state of health reported.